Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set as the spring did not release evenly that caused infusion set to insert at an odd angle on (B)(6) 2024. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-02720 - device 5 of 5.